Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and granuloma.

Event description:
Healthcare professional reported right side "pain", "extra capsulare rupture¿, ¿siliconome¿ and ¿capsulare contracture baker grade IV¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, deformation device, brown and black particles in the shell, crease fold and white calcification in the shell. Cloudy and air voids in the gel observed after autoclave cycle. The device is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "pain", "extra capsulare rupture¿, ¿siliconome¿ and ¿capsulare contracture baker grade IV¿ the device has been explanted.